Manufacturer narrative:
Date rec¿d by MFR : 04mar2019. The field service engineer (fse) evaluated the device at the customer site. There was no product deficiency found. The ventilator passed all testing and operated within the manufacturing specifications. Although requested, the information regarding the patient information was not available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator does not register leaks. It was reported that the event occurred during patient use. There was no patient harm reported. The event date was not specified; estimate used.